Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7147731.

Event description:
It was reported that the patient experienced an anterior rib stimulation with the leads. The patient underwent a revision procedure wherein the leads were pulled down and remains implanted. The patient was doing well postoperatively.